Manufacturer narrative:
The device as received exhibited lateral and rotational movement while in the locked position. However, the device was tested under pressure and when properly positioned, the unit did not slip. The swivel lock does need general maintenance. The device history record review revealed no abnormalities related to the reported incident found nor were there any variances. This unit has no previous repairs. The reported complaint was confirmed. Root cause is unknown, however the most likely cause is wear and tear.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp slipped and the patient was hurt. The date of the event was not specified. The patient injury was not specified. It was unknown if there was surgery delay or medical revision required. Additional information requested but no other clinical information has been provided.